Event description:
It was reported that pump malfunction occurred with malfunction code 16. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not address bg at the time of call but planned to after trouble shooting. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.